Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up one day post-implant. The atrial lead was found to be dislodged. The lead was explanted and replaced, as the lead helix was unable to extend. The patient¿s condition post procedure was stable.